Manufacturer narrative:
The devices used in treatment have not been returned for evaluation therefore we cannot establish a relationship between the devices and the reported events. Medical review concluded, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded at this time. Probable cause for the reported failure includes dressings left in place beyond the prescribed use. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm, however the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, however at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found other related failures.this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
In the paper: "outcomes of incisional negative pressure wound therapy following brachiobasilic transposition arteriovenous fistula creation: a 1:2 propensity score matched study". The authors of the study reported that a patient under the opsite treatment suffered a surgical site infection which was treated with antibiotics.